Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through inspecting and cleaning the pump, and after initial difficulties, the customer successfully filled and loaded a new cartridge with assistance, allowing the insulin delivery to resume.